Manufacturer narrative:
The hill-rom technician found the right caregiver control needed to be replaced. Per the hill-rom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Plug the bed into a power outlet. Make sure all functions on the caregiver control panel operate correctly. Repair or replace the siderail if necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the right caregiver control to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed was raising on its own. The bed was located in (B)(4) at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).